Manufacturer narrative:
Only a 61.1 cm of the distal portion of the lead was returned.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was turned off on (B)(6) 2012 and explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.